Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown, implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6). It was reported that they got a surge in the right testicle. They wanted to know if this was normal. Agent reviewed the targeted area of stimulation but explained it should not be uncomfortable. Caller said at first they could feel the stimulation and then after a while body adapted. Patient was scheduled to get the permanent implant on (B)(6) 2026. Trial went from (B)(6) 2026 to (B)(6) 2026. Additional information was received on (B)(6) 2026. The patient called back and reiterated that with their trial their test had been very short and while it seemed to give them the relief they needed and they were going forward with the permanent implant, it affected their right testicle to the point where it got uncomfortable at the end of the five-day period. Patient stated it started out fine but then they were told to increase the stimulation and it started tingling uncomfortably in their testicle and then they increased it again and it was very uncomfortable. Patient wanted to know what to expect with the stimulation with the permanent implant. Patient services reviewed device description/function as well as therapy expectations and programming and stimulation considerations with the patient and directed the patient to follow up with their managing healthcare provider (hcp) regarding their concerns going forward with the permanent implant. Patient said they would follow up with their hcp. Patient said they were given the manual website on the last call with patient services however when they looked at them they noticed there were a lot of pages so they requested that they be mailed to them. Patient services reviewed with caller they could order the printed copies on the website however the patient requested that patient services send the manuals (the three available on the manual website per the patient's request) so patient services sent the patient the manuals to their address. Patient provided medical history that they had sciatica in the past and asked about compatibility considerations for an infrared heating pad to treat the sciatica as well as airport/security screening guidelines. Patient services reviewed information with the patient. Patient mentioned that their address number was different than what was listed in registration so there were 2 call recordings as patient services called patient registration at call's end to update patient's address. Additional information was received from a patient. They reported that patient called back reporting the same reason. Patient repeated when they increased the stimulation with the trial, they always felt it in the right testicle and they had to decrease stimulation, so it was not painful in that area. Patient also said that when the lead was removed, they felt quite a shock in their right testicle. Patient said that they will be getting the permanent implant 3 days from now and wanted to know if they will feel the shock on their testicle once the permanent implant was implanted. Agent reviewed therapy and programs overview. The patient was redirected to their healthcare provider to further address the issue.